Event description:
Event description guidant received information that during a chiropractic treatment that involved muscle stimulation, this cardiac resynchronization therapy defibrillator (crt-d) inhibited pacing.